Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console display was not functioning. A rotablator rotational atherectomy system console was selected for use. It was noted that the stall light and the rpm display was not functioning. The stall feature was not functioning. There were no patient complications reported.

Manufacturer narrative:
Updated describe event or problem. (B)(4).

Event description:
It was further reported that a demo rotaburr was connected to the console and it was able to rotate; however, there was no rpm display at all when the rotation occurred. No patient involvement was reported.